Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 849.2 mcg/day via an implantable pump. It was reported that the date of the event was unknown. The patient presented to emergency with withdrawal symptoms. A pump volume check was performed and the pump was prematurely empty. The patient was hospitalized and given oral baclofen. It was further reported that the physician saw the patient over the weekend and informed the company representative on the morning of (B)(6) 2025. The physician explained that the same incident had already occurred 2 or 3 times with this patient and that, for this reason, no human error in filling the pump could be envisaged. It was further reported that over-infusion of the pump therefore remains the most relevant explanation. This is why the pump was replaced. There were no known factors that may have led or contributed to the issue. The pump was to be returned to the manufacturer. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history and weight at the time of the event were unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s withdrawal symptoms and need for hospitalization was since resolved and the patient was doing well to date. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.